Event description:
It was reported to philips that the system failed to boot due to power supply issues in the m cabinet on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pd.scomp.dcps_24v_12v_5v power supply, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).